Event description:
Information received indicated the emergency trendelenburg was not functioning when engaged.

Manufacturer narrative:
The hill-rom technician replaced the trend valve to resolve the issue.